Manufacturer narrative:
Product event summary: reported issue was not confirmed when the device was received and checked. No anomalies found with performances and values through automatic functional test by test console. Conductivity test was performed using a new battery to confirm continuous operation for 13 days. Battery contact was replaced as precautionary measure. Upper shield case (due to crack), key pad, key panel and o-ring were replaced. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient the epg suddenly powered off though the remaining battery level was satisfactory. The patient was monitored by electrogram (egm) and the device was immediately replaced with another epg. After the epg powered off the patient got bradycardia with the patient's own pulse. The epg was returned for servicing. No further patient complications have been reported as a result of this event.